Event description:
There was an allegation of questionable ca2 calcium gen.2 results for 2 patient plasma samples on a cobas 6000 c501 module. The customer questioned the initial results which prompted them to repeat the patient samples. For sample 1, the initial ca2 result was 0.4 mmol/l. The repeat result was 2.27 mmol/l. For sample 2, the initial ca2 result was 0.39 mmol/l. The repeat result was 2.19 mmol/l. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The calcium reagent lot number and expiration date were not provided. The field service engineer (fse) replaced and adjusted the sample probe, adjusted the reagent probes, and made other valve and mechanical adjustments. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.